Event description:
The following was reported to gore: on (B)(6) 2026, the patient underwent thoracic endovascular repair (tevar) for a descending thoracic aortic dissection using a gore® tag® conformable thoracic stent graft with active control system. It was reported that during deployment, the device was positioned as intended. The stent graft was positioned at the level of the most distal head vessel (left subclavian artery¿equivalent anatomy; aberrant right subclavian artery "[arsa]" in this patient). Following deployment to full diameter, it was noted that a portion of the deployment sleeve material was observed extending into the proximal stent region, in a manner that unintentionally covered the branch vessel ostium. Due to the patient¿s anatomical variant (arteria lusoria), the affected vessel was the arsa, identified as the most distal head vessel. The sleeve material was reported to obstruct blood flow to this vessel. Loss of perfusion was detected via arterial line monitoring and confirmed by a pressure gradient measured between the aorta and the affected vessel, consistent with occlusion. The reporting physician visually assessed the obstruction to be caused by deployment sleeve material extending into a region where they did not expect sleeve overhang. Intervention included successful wire and catheter access to the affected vessel. Balloon angioplasty was attempted but did not restore blood flow. A gore® viabahn® vbx balloon expandable endoprosthesis was subsequently implanted in the vessel, resulting in restoration of blood flow and normalization of pressures to aortic levels. At the time of reporting, the patient was stable and doing well intraoperatively. Code 2200- e: vessel coverage: other/unknown used to capture unintended coverage of aberrant right subclavian artery "[arsa]".

Manufacturer narrative:
H6: code c19: a review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. H6: code b20: the device remains implanted and, therefore, was not available for direct analysis by gore. H6: code d15: there is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.